Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: (B)(6) hospital (canada) informed cook that on 06feb2023, the guide wire in a wayne pneumothorax set (rpn: c-utpt-1400-wayne-112497-imh, lot: 14972045) had unraveled inside the patient. The wire was able to be extracted without the wire fracturing further. It is unknown how the procedure was completed, or if there were any adverse effects to the patient due to this occurrence. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU) and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for lot 14972045 and related subassembly lots found one relevant nonconformance for offset coils, in which all nonconforming material was scrapped. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ evidence gathered from a review of the dmr, IFU and DHR does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It is possible the patient had tortuous anatomy that required more force to remove the wire guide, leading to separation; however, cook is unable to confirm this without more information. The appropriate personnel have been notified. Per the risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the guidewire included in the wayne pneumothorax set partially separated and unraveled inside of an unknown patient during an unknown procedure. The unraveling of the braided wire strands led to the exposure of a very sharp tip within the patient. Complete fracture of the wire was narrowly avoided during extraction. Additional information regarding patient outcome and event details has been requested but is currently unavailable.

Manufacturer narrative:
Country: manitoba, postal code: (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.